Manufacturer narrative:
Country of origin, (B)(6).

Event description:
It was reported that after about five days of use of a cadd-solis vip, the pump incorrectly displays remaining volume as 1.5ml. The bag contained 30 ml at that time. The pump was delivering imprecisely, reportedly out of specification. There were no adverse events reported.

Manufacturer narrative:
One cadd solis pump was returned for analysis in used condition. The customer complaint was not confirmed. The unit passed functional testing. Use testing was performed. The root cause unknown.